Event description:
Diabetic educator called to report customer's hospitalization for diabetic ketoacidosis with blood glucose levels greater than 500 mg/dl. Customer expressed vomiting, diarrhea, abdominal pain and shortness of breath. Customer was admitted to ICU. Customer stated that his insulin pump has cracks from normal wear and tear. Customer informed educator that he does not have a blood glucose meter, that is how he ended up in hospital with high blood glucose. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.